Event description:
Procedure type: lap chole. According to the reporter: during the case, it was noticed, the part that covers the knife came off, so the knife blade was exposed. There was no additional bleeding. Nothing fell into the pt cavity. No tissue damaged. Not extended more than 30 minutes. No pt injury was reported. No pt info available.

Manufacturer narrative:
(B)(4).